Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The oversensing was noted on real-time emg. The device was reprogrammed and remains implanted.